Event description:
It was reported that prior to starting a davinci si surgical procedure, it was noted that the pk dissecting forceps had a frayed cable at the distal end. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the frayed cable, however, for clarification the damaged instrument component was a damaged insulation conductor wire. Based on this clarification, the customer reported complaint was confirmed. Engineering also found a deep scratch mark and black insulation was lifted up exposing the cable underneath. Engineering concluded that damage was likely due to mishandling. Additional observation not reported by site was a bent tip. Engineering found one grip was bent, causing side to side misalignment. There was a .046 offset at the tips. The bent grip exhibited a separation at the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The main tube had various scratch marks at the distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, if the reported malfunction were to reoccur, it could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.